Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was using a taxus express2 3.5x12mm drug eluting stent to treat a lesion in an unknown vessel. During the procedure, they found a strut of the stent to be lifted. The procedure was completed with another taxus stent. No patient complications were reported. Patient status is satisfactory.